Manufacturer narrative:
Initial reporter phone: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system there has been intermittent inconsistency on resistance values for antibiotics cephalormin, cefotaxmin, tecoplrin. The following information was provided by the initial reporter: customer reports that there is an intermittent inconsistency on resistance values for antibiotics: cephalormin, cefotaxmin, tecoplrin.

Manufacturer narrative:
H.6 investigation summary a failure for false resistance was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported that on occasion their instrument reports resistant results for ceftazidime/avibactam and cefotolozano/tazobatam on e. Coli from urine samples where all other drugs are susceptible. The customer also reported that the drugs are susceptible on confirmation testing. An application specialist (as) visited the customer site and reviewed the customer antibiograms. Out of 2000 antibiograms 7 were found with the susceptible pattern reported by the customer. No instrument issues were noted, however, the customer also reported that qc testing is not being performed as recommended by bd. The root cause of this failures' is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd phoenix¿ m50 automated microbiology system there has been intermittent inconsistency on resistance values for antibiotics cephalormin, cefotaxmin, tecoplrin. The following information was provided by the initial reporter: customer reports that there is an intermittent inconsistency on resistance values for antibiotics: cephalormin, cefotaxmin, tecoplrin.